Manufacturer narrative:
The occupation is lay user/ patient.

Event description:
The customer complained of discrepant inr results tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer was tested at 7:40 am from the lab resulting in 1.7 inr. At 10:34 am, the customer tested on the meter which resulted in 1.0 inr. The lab result was believed and the customer did not receive treatment and medication was not changed based on the meter results. The customer currently feels fine. The customer's therapeutic range was 2.0 - 2.5 inr. The customer's testing frequency is once per week. Customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication or illness, no diet changes and no bleeding or bruising. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.